Manufacturer narrative:
It was reported that there was pilling of timeout towel. Concerned for potential retained fragments in surgical case. Product provided by staff to manager. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Towel is linting.